Event description:
It was reported that during a video-laparoscopic cholecystectomy procedure, on an unknown date, this clip applier was used for cystic duct closure. The clip applier failed to close properly. They showed misaligned legs and then fell off the structure. The clips inside the applicator were unstable, and moved. When the clips reached the vessel, they would "return back", and at the time of application they scissored and finally fell. The case was carried out and finished by using a loop. No adverse patient consequences reported. The device was discarded by the hospital and won't be returning.

Manufacturer narrative:
(B)(4).did clips fall into the patient? If yes, how were the clips retrieved? Yes. They were retrieved using a grasper. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. It came out of only one jaw at the time of firing. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, outside the patient. What were the indications for surgery? What was found? Gall stones. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). It is beleived that the complications observed were caused by closing the clip applier jaws too far while securing the catheter, hence yielding the jaws. It cannot be confirmed that all the comments made in the event description referenced below since they were not observed. It was however observed ¿the clips inside the applicator were unstable, and moved. When the clips reached the vessel, they would "return back".